Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with unknown mentor saline prostheses experienced pain that radiates down her back deriving from the right breast, fatigue, brain fog, and other unexplained symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See for 1645337-2019-10961 contralateral prosthesis report.